Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of leucovorin via a symbiq pump. The option-lok adapter of a second symbiq tubing set was connected to the distal clave y-site and was being used to deliver an unspecified concentration of oxaliplatin. No specific programming parameters were provided. At an unspecified time after the delivery was started, the nurse noted a "small puddle on the floor." It was reported that the solution had leaked from the connection of the two tubing sets. The customer contact stated the nurse checked the connection of the two tubing sets and reported the connection was "tight". The solution that leaked was cleaned up according to the user facility's protocol. The tubing sets were replaced and the therapy was resumed. No further medical interventions were required. The customer contact indicated that there were no adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no add'l info was provided.